Event description:
The patient was receiving a routine hemofiltration treatment. The treatment was completed, however, immediately after the treatment the patient complained of feeling light headed. At this time patient's blood pressure was low and the light headedness was attributed to the low blood pressure. Approximately 2 hours later the patient was still not feeling well and had a temperature of 102f. The patient then went to the emergency room. Patient was feeling much better as of the day following the event but still spiking low grade temperature up to two days after the event. Patient is now off of hemofiltration and is receiving hemodialysis.